Event description:
It was reported that during a peripheral stenting procedure, the stent was noted to be missing from the stent delivery system. The 7 x 20mm sentinol self-expanding nitinol biliary stent system was advanced to the lesion in the superficial femoral artery. Upon attempt to deploy the stent, it was observed that the stent was not in the stent delivery system. Fluoroscopic examination of both legs did not locate the stent. It is unk if the stent remains in the pt. The pt's condition was reported as "ok".